Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion test and prime test. Device received stuck in motor error alarm loop during bolus/basal delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform excessive no delivery test, unexpected restart error test and occlusion test due to motor error alarms. All operating currents are within specification. Device received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, broken battery tube threads and missing end cap sticker.

Event description:
Customer's wife reported via phone call that the device was unable to prime. Customer's blood glucose was over 200 mg/dl. Device was cracked and was unable to hold the battery. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.